Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that the pump was beeping after swimming. It was noted that moisture may have entered the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a leak test was performed and a display lens leak was found. The pump case was removed and no evidence of moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.